Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737, version #: (B)(4). The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the biopsy needle would not track. They got all the way up to the point where they locked trajectory and the camera could see the reference frame but not needle. They manipulated the camera to all positions and could never get needle to track. The site confirmed the plan was created properly. The health care professional proceeded doing the procedure blind. There was less than an hour delay in the procedure. No impact on patient outcome.